Manufacturer narrative:
Investigation: the replaced flash drive was returned for failure investigation. The component was visually inspected with no anomalies observed. The flash drive was attached to the failure investigation test ventilator for analysis. The unit was powered up. The unit powered up normally. Serial number mismatch was display on the screen. The serial of the test ventilator was downloaded to the usb, the unit was again powered up the unit powered up normally and no errors were recorded in the diagnostic logs. The unit ran in ventilation mode for over 24 hours. Conclusion: there was no fault identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during preventative maintenance, a 980 ventilator had a universal serial bus (usb) issue after a software download, causing a communication error and serial number mismatch. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) replaced the usb flash drive. The se performed calibrations and extended self-testing on the device and all tests passed.